Event description:
It was reported that the customer's blood glucose level escalated from 300 mg/dl to 400 mg/dl. His blood glucose level then dropped to 200 mg/dl without eating anything. The customer received several low reservoir alarms. The infusion set cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.